Manufacturer narrative:
Visual examination of the returned sample under magnification finds that the end of the exposed ring is flat. It was not cut or cauterized but appears consistent with the end of the recoil ring. There is an area along the distal portion of the ring that is consistent with recoil ring welding residual. This complaint is confirmed for ring weld separation. The subject product is part of the composix kugel recall, refer to r-002 for composix kugel initiated on (B)(6) 2005. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: on (B)(6) 2004 - the patient was implanted with a bard composix kugel hernia patch to repair a ventral abdominal incisional hernia. In 2014 - the patient presented to the facility with abdominal pain. A CT scan discovered an abscess due to the recoil ring breakage and bowel perforation caused by the protrusion of the recoil ring broken section. On (B)(6) 2015 - the patient underwent removal of the patch and transplantation of her femoral skin flap. Following the explant procedure no further health hazard was reported.